Manufacturer narrative:
(B)(4). Approximate age of device - 5 years, 7 months. The replaced portion of the repaired percutaneous lead (driveline) was returned for analysis. The evaluation is not complete. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that the lvad system was producing speed decelerations when the patient was changing the power source from battery to the power unit. The patient confirmed that it happened most often when changing power sources. The system controller history data reviewed by the lvad clinician confirmed that the speed drops correlated with the timings that the patient reported. It was observed that there was a previous clamshell repair over the driveline site. There were also multiple tears with tape applied. A percutaneous lead (driveline) replacement was requested. The technical service representative replaced the entire external portion of the driveline with no issues. The technician also confirmed that the external driveline had several inches of thick tape applied all along the driveline. No additional information was provided.

Manufacturer narrative:
The report of tears to the outer jacket of the driveline was confirmed through evaluation of the returned portion of the driveline. Evaluation of the submitted system controller log file could not confirm any decreases in pump speed related to exchanges between power sources. No atypical alarms were captured and the system showed device operation above the low speed limit for the duration of the log file. A portion of the driveline was returned measuring approximately 16 inches. The tape and clamshell were removed revealing tears to the outer jacket approximately 1 inch, 2.5 inches, 7 inches and 8.5 inches from the controller connector. Electrical continuity testing did not reveal any discontinuities or shorts. No damage to the bionate was identified. The metal shielding revealed breakdown throughout the driveline. No damage to the wires was observed. High potential testing did not reveal any insulation breaches. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.